Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleed. On (B)(6) 2022, when getting out of bed to go into the bathroom, the patient started feeling lightheaded and subsequently tried to catch himself on the bathroom bars and had a syncopal event with loss of consciousness. The patient only remembered feeling lightheaded prior to passing out. The patient did not remember hearing any alarm or implantable cardioverter defibrillator shock prior to passing out. The patient denied head trauma and endorsed some shortness of breath and lightheadedness but denied chest pain. The patient also endorsed 1 week of increasing dyspnea on exertion and 1 week of black tarry stools. It was, however, noted that the clinic notes on (B)(6) 2022 did not support the 1 week complaint nor did the labs. On (B)(6) 2022 the patient had a hemoglobin of 11.8 and hematocrit of 36.2, respectively. On (B)(6) 2022 they were 6.6 and 20.5, respectively. A computed tomography (CT) scan was negative for acute process and showed no large vessel infarct or acute intracranial hemorrhage. It was noted that syncopal episodes were likely due to active gastrointestinal bleed causing decreased intravascular volume. The patient received a total of 5 units of packed red blood cells, with the initial 2 units improving their lightheadedness. Antithrombotic medication was withheld without reversal. An endoscopy revealed two arteriovenous malformations (avms) in the duodenum. They were treated with argon plasma coagulation (apc). As of (B)(6) 2022, the bleeding had resolved. The patient reported alarms while on the mobile power unit (mpu) at home. No alarms were noted in the patient's history and healthcare providers were unable to recreate the alarms. The patient described a "no external power sound" but nothing was seen on the log. Log file review did not capture any no external power events and there were no unusual events noted in the log file event history. No cause for the alarms on the mpu was identified. There had been no further alarms as of (B)(6) 2022. Mobile power unit manufacturer's report # 2916596-2022-01476.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the report of gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2022 through (B)(6) 2022 and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. ¿introduction¿ of this document lists bleeding and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19-aug-2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.